Event description:
Svc report shows that the device failed leak testing during a preventive maintenance svc. The co's customer support engineer inspected the device and replaced the autozero solenoid. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event.